Manufacturer narrative:
There were no adverse events reported as a result of the surgical intervention.

Event description:
Boston scientific received information in june 2007 that this implantable transvenous defibrillation lead exhibited a slight increase in pacing impedance from 1440 to 1660 ohms. All other lead diagnostic testing was normal. Pacing threshold is .3 volts @ .5ms associated with sensed r-waves > 5mv. Intracardiac noise is not present. Atrial lead diagnostics are normal. Technical services discussed continued monitoring. Subsequently, boston scientific crm received information in august 2010 that this implantable transvenous defibrillation lead was surgically capped and replaced. The lead was replaced due to increasing pacing thresholds and pacing impedance (2500 ohms) measurements.